Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwq, mnh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that, the patient was scheduled for a plif revision surgery (extension up to l3-4 with expedium system) on (B)(6) 2021. Originally, the patient underwent for primary plif procedure between l4-5 on (B)(6) 2003. The moss-miami implants in question need to be replaced with expedium implants in the revision procedure. No further information is available. This complaint involves (6) devices. This report is for (1) m-m 5.5 inner screw, ti. This report is 8 of 14 for (B)(4).